Manufacturer narrative:
The closurefast catheter was received for evaluation. Ancillary device micro introducer was returned attached to the closurefast catheter. During examination of the catheter, multiple kinks were noted on the shaft. The first kink is approximately 16 mm proximal to distal tip. The kink extends to approximately 19.5 mm. Another kink was observed to be approximately 71.4 mm proximal to distal tip. Sanguine residue was observed on the catheter handle. The fep on the coil was observed to be damaged. Sanguine residue was observed inside the damaged fep. There was evidence of wrinkle of the fep on the coil. There was also evidence of the coil being bent. Visual inspection under magnification revealed the coil was exposed. The introducer was unable to be removed from the catheter through the distal tip due to the wrinkled fep on the coil. When the introducer was pulled towards the catheter handle, fresh sanguine material was observed on the catheter shaft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient using a closurefast catheter. A rfg3 generator was also used. IFU was followed. Catheter was introduced per normal and vein ablation began on the first of two access points. Hand compression and tumescent infiltration were used. It is reported that the catheter could not be removed through the introducer sheath and both devices had to be removed in tandem. Physician reported that the protective coating around the heating element appeared to have come apart and would not go through the introducer sheath. A second catheter was used to complete the second vein ablation through the second access site. Physician states that both ablations appeared to have been successful. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.